Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pm replacement, the physician reported the pacemaker capture on v was suddenly gone for longer periods. Reportedly, reprogramming leads to bipolar solved the problem.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a pm replacement, the physician reported during pocket closure,the pacemaker capture on v was suddenly gone for longer periods. Reprogramming leads to bipolar solved the problem.